Event description:
A pt with left angle and right parasymphyseal mandible fracture to operating room for open reduction internal fixation of complicated mandible fracture using multiple approaches. One of the intermaxillary fixation screw broke but flush with the mandibular cortex. This broken screw without the head of the screw was left in place in the region of the right parasymphyseal mandible fracture.